Event description:
Customer reported a cracked and shattered touchscreen that rendered the pump's display unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer questions regarding blood glucose measurements. The customer worked with tandem technical support for a pump replacement, confirmed the shipping address, and was instructed on returning the defective pump using a prepaid label within 10 days. The customer acknowledged understanding how to put the pump into storage mode before returning it.